Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during preparation for surgery, it was noticed that the seal was stuck to inside the cannula. The device was not used for the pt. Another device was use.